Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon could not pass the lesion and be inflated. No pt effects reported. No add'l event or pt info is available. This is being reported based on returned device analysis which revealed a balloon rupture.

Manufacturer narrative:
(B)(4). Results - product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the balloon, inflation lumen, guide wire lumen and hub and on the entire length of the balloon catheter. There was contrast in the inflation lumen. There was a longitudinal rupture in the balloon, for a length of 7 mm proximal to the distal balloon marker and extending 2 mm distal to the distal balloon marker. There was no other damage noted to the balloon catheter. There were no kinks or damage noted to the inner member or tip. A laser micrometer was used to measure the crossing profile and this met mfg criteria. A profile block was used to measure the balloon profile, but the balloon profile could not be measured due to the longitudinal rupture in the balloon. The distal tip separated distal to the clear gap during analysis. This product was sent the scanning electron microscopy (sem) lab for further investigation. Product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.